Manufacturer narrative:
Updated data: h6. Eval code method; eval code result; eval code conclusion product analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic for product analysis. Procedural images were submitted for review. Conclusion: upon review of the submitted post-implant (>90 days) transthoracic echocardiogram (tte) the depth of the valve implant appears deep. Heavy prosthetic leaflet thickening with decreased excursion was noted. There was trace mitral regurgitation, trace-mild tricuspid regurgitation, and trace paravalvular leak (pvl). The mean aortic valve gradient was 42 mm hg, with a peak aortic valve velocity of 4.3 m/s, and a velocity ratio of 0.22 - these doppler findings suggest severe prosthetic stenosis. The ejection fraction was approximately 55 - 60%. Based on the image review, the leaflet thickening is the potential cause for the reported high gradients issue. However, the cause of the thickening leaflet cannot be determined with the available information. The reported swelling and dyspnea can be a result of heart failure, but the symptoms resolved with diuretic medication and were not reported as specific cardiac-related symptoms. Thus, they will not be considered as related to the valve. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions; a conclusive cause could not be determined. Stenosis is a known potential adverse effect per the device instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (e.g. Age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. A conclusive root cause could not be determined. High gradients can be related to valve related factors (e.g. Degeneration, thrombus, calcification, etc.) Or non-valve related facto rs (e.g. Left ventricular outflow tract obstruction, patient pressures, left ventricl dysfunction, etc). A conclusive root cause could not be determined, but the stenosis was a likely contributing cause. The death was noted as cardiac, but the specific cause of death was not reported. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established, but there was no evidence to suggest that the valve or its function contributed to the patient¿s death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated that a transthoracic echocardiogram (tte) performed approximately 3 years and 9 months a velocity time interval (vti) of 0.7 cm2, a peak gradient of 61 millimeters of mercury (mmhg), a mean gradient of 33 mmhg, and left ventricular outflow tract (lvot) of 2.0 cm were measured. There was no evidence of aortic valve regurgitation at that time. An additional information was provided which pertained to the tte performed approximately 4 years and 6 months. This tte identified a vmax of 0.7 cm2, a vti of 0.6 cm2, peak gradient of 70 mmhg, mean aortic gradient of 41 mmhg, a peak velocity of 4.3 meters per second (m/s), mean gradient of 42 mmhg, an aortic valve area by vti of 0.6 cm^2 with the trivial pvl. Additionally, the patient had ¿many¿ other medical issues before the transcatheter implant and after. The cause of death, cardiac or non-cardiac, was not known.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on an unspecified day following the implant of this transcatheter bioprosthetic aortic valve, leg swelling and dyspnea had presented. The symptoms resolved with diuretic medication. As reported, the symptoms were not very clear and were not reported specific cardiac related symptoms. Approximately 3 years and 9 months following the implant of this transcatheter valve a transthoracic echocardiogram (tte) identified a peak gradient of 61 millimeters of mercury (mmhg) and a mean gradient of 33 mmhg. Aortic insufficiency was not present. It was reported that the cause was not clear. However, aortic stenosis was reported. A computed tomography (CT) was requested but unable to be performed. No treatment or intervention occurred. A transesophageal echocardiogram (tee) was to be performed to further evaluate. However, the patient refused the transesophageal echocardiogram (tee) evaluation. The cause of the aortic stenosis and high gradients was not known. As reported, the patient did not want intervention if invasive. No treatment or intervention had occurred. No further adverse patient effects were reported at that time. Further information received indicated that approximately 4 years and 7 months following the implant of the transcatheter valve, the patient died. The death was noted as cardiac but the specific cause of death was unknown. No further details were available.

Manufacturer narrative:
Updated data: b5 and h6 annex e code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received which indicated that approximately 4 years and 6 months following the valve implant, a transthoracic echocardiogram (tte) revealed an increase in peak aortic gradient to 70 millimeters of mercury (mmhg) and a mean gradient of 41 mmhg. Trivial paravalvular leak (pvl) was present.